Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Review of the dfu notes the reported event as potential adverse event associated with the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned; however, if additional information is received a follow-up medwatch will be filed. Product was disposed of by end user

Event description:
The safari wire was inserted through an al1 catheter into the lv, prior to the lotus device entering the patient. The patient had a noticeably small lv cavity with the safari wire not taking its initial circular shape. Active guidewire management was performed by pulling the wire back slightly. Patient went into cardiac arrest. Unknown if either torrential ar or, more likely, torrential mr occurred from the wire placement. The wire was immediately pulled back into the ascending aorta. Compressions were performed and patient was stabilized. Once safari wire was removed from the body, the wire was visually inspected. Same wire was reinserted and a 23mm lotus device was implanted with no further complications.